Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue, but the user can safely read the screen. There was no indication that the product caused or contributed to an adverse event. This is potentially reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 7/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings:.pump was returned with a red line through display. Opened pump- test display screen operated properly.